Event description:
It was reported the device did not generate audible alarms to indicate fetal distress and the baby passed away. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The reporter's name and email were provided; however, due to privacy laws were not included in the report.

Manufacturer narrative:
Information was provided by an individual from the quality & patient safety department at the hospital, and this information briefly outlined prenatal visits, which started in (B)(6) 2018, in which fetal monitoring was performed. Appointments were daily starting on (B)(6) 2018. A deceleration was noted (B)(6) 2018, but additional ctg was reassuring. Ctg on (B)(6) 2018, also showed possible deceleration but a repeat ctg was reassuring. It was noted for both of these instances; there was a lot of fetal movement which made it difficult to obtain the ctg at times. At the (B)(6) 2018, appointment prior to ctg, the midwives were unable to auscultate a fetal heart rate and the baby, and ctg was performed to attempt to hear a fetal heartbeat. None was heard, and the baby was later stillborn via vaginal delivery. The post-mortem examination provided did not provide a cause of death. The complaint was escalated for a technical complaint investigation, and there was no evidence of missed alarms or equipment malfunction. The system operated as intended, and all alerts were successfully generated. Based on the information received, there was no additional information indicating a malfunction of the device, and the cause of death remains unknown.